Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt's device was removed due to infection. It was stated, the pt's device battery was replaced on (B)(6) 2011, and the site became infected. The battery and adapter were removed on (B)(6) 2011. The lead was left in place. On (B)(6) 2011, the secondary incision where the lead connected "burst open." The pt was treated with nafcillin via PICC line. On (B)(6) 2011, the pt's paddle lead was removed. Additional info has been requested, a f/u report will be sent if additional info becomes available.